Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectopexie with a reduction of the sigma procedure, the jaws of the device locked on the tissue. Suturing was performed to prevent a permanent impairment of a function. The surgical time was extended more than 30 minutes.